Event description:
The customer reported that the screen on their device was flickering and the power on the device reportedly was failing. The customer did not provide any additional information regarding the reported failure. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
The third party service agent has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service company has been unable to verify or duplicate the reported device issue. The system pcb assembly was replaced as a precaution and proper device operation was observed through functional and performance testing. The device has been returned to the customer for use. The cause of the reported device issue could not be determined. The device was not returned to physio-control for evaluation.